Event description:
Device issue: balloon rupture. Time of device issue: during pre-dilatation. Adverse event: none. It was reported that the target lesion was located in the distal right coronary artery which was described as mildly tortuous, mildly calcified, and was an eccentric, de novo lesion. The voyager nc balloon catheter was delivered for the pre-dilatation; however, it ruptured at the first inflation at 10 atmosphere. Therefore, the balloon was changed to a non-abbott balloon catheter and it was able to be inflated. The xience v stent was implanted and the procedure was completed. There was no effect to the pt. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Ultimately, return of the voyager may have aided the eval in determining a cause for the experienced rupture. A review of the product mfg records did not reveal any non-conforming material records associated with this report.